Event description:
The customer reported that the service latch for the table top had come loose allowing the table top to move too far back. The philips field service engineer (fse) confirmed there was no harm to a patient, bystander, or operator. The fse confirmed that the service latch was not secured and resecured the service latch to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2013, the customer, (B)(6), reported that the service latch for the table top had come loose allowing the table top to move too far back, for br (B)(6). There was no report of any harm to the operator, patient, or bystander during the incident. The system was in clinical use at the time of the issue was discovered. The customer contacted the philips help desk to inform them of the issue. The philips field service engineer (fse) was dispatched to he site. The fse arrived at the site and evaluated the system. The fse confirmed that the bolt was loose that prevents table from going into the service mode. The fse re-secured the service latch to resolve the issue. After the fse's service, the system is working as specified. No other service latch complaints have been received from the customer after the service latch was re-secured. The product safety committee binder (psc) includes information related the correction and removal documents for this issue including field safety notification (fsn 72800614) that was sent to the field on 08-apr-2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents. Based on the information received from the customer support, the cause of the event could not be determined.